Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking or jolting sensation when coming out of a restaurant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.